Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk. (B)(4).

Event description:
It was reported that during a pump replacement on (B)(6) 2012 when the pump pocket site was opened up and the old pump removed, "suspicious fluid" was encountered. The patient did not experience any symptoms. Hcp believed it may be an infection therefore the new pump was not utilized. The hospital has the new pump that was opened but not implanted. It was indicated the fluid would be cultured to determine if it was an infection. A culture was taken; results were unknown. The patient was doing fine and still has the old pump implanted. The plan was to replace the pump soon, "after a round of antibiotics." The pump was delivering dilaudid.